Event description:
The customer reported that the insulin pump alarmed no delivery during manual prime and found air bubbles in the reservoir. Troubleshooting was done. Customer's blood glucose was 101 mg/dl. It was found the insulin pump is working as designed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.